Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("painabnormal bleeding (general)") in an adult female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test ". The patient's past medical history included cholecystectomy, cholecystectomy and gestational diabetes mellitus. Concurrent conditions included carpal tunnel syndrome, obesity, peripheral neuropathy, dyspepsia, abdominal pain upper, right otitis externa (primary), gerd, abdominal pain, heartburn, numbness in hand (right), conjunctivitis, belly ache (stomach pain in the pit of her stomach), abdominal bloating, menometrorrhagia and uterine cervical squamous metaplasia. Concomitant products included diazepam (valium), ibuprofen (motrin), medroxyprogesterone acetate (provera) and vicodin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), multiple allergies ("allergies"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), tooth disorder ("dental problems: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diverticulitis ("diverticulitis"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) ¿ bladder"), visual impairment ("diminished vision") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, multiple allergies, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, cystitis, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, diverticulitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, multiple allergies, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils. Left= 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: see other relevant tests. Oesophagogastroduodenoscopy - on (B)(6) 2016: gerd. Pregnancy test - on (B)(6) 2010: negative. Smear cervix - on an unknown date: normal. CT (computerised tomogram) abodomen and pelvis no oral contrast with IV contrast revealed descending colon diverticulosis with surrounding inflammatory stranding and diffuse wall thickening, consistent with acute diverticulitis. Small amount adjacent free fluid in the pericolic gutter. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, diverticulitis." Most recent follow-up information incorporated above includes: on 18-jun-2018: reporter information was added. This case concerns adult patient. Her historical and concurrent conditions were added. Lab data was added. Essure lot number was added. Essure indication was added. Her concomitant medications were added. Per pfs: following events: abnormal bleeding (general), abnormal bleeding (menorrhagia/ vaginal), allergies, bladder disorder (bladder problems or changes: unspecified), urinary problems or changes: unspecified, dental problems: unspecified, dyspareunia (painful sexual intercourse), fatigue, diverticulitis, hair loss, bladder pain, diminished vision, weight gain and patient did not under go essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("pain abnormal bleeding (general)") in an adult female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test ". The patient's past medical history included cholecystectomy, cholecystectomy and gestational diabetes mellitus. Concurrent conditions included carpal tunnel syndrome, obesity, peripheral neuropathy, dyspepsia, abdominal pain upper, right otitis externa (primary), gerd, abdominal pain, heartburn, numbness in hand (right), conjunctivitis, belly ache (stomach pain in the pit of her stomach), abdominal bloating, menometrorrhagia and uterine cervical squamous metaplasia. Concomitant products included diazepam (valium), ibuprofen (motrin), medroxyprogesterone acetate (provera) and vicodin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), multiple allergies ("allergies"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), tooth disorder ("dental problems: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diverticulitis ("diverticulitis"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) ¿ bladder"), visual impairment ("diminished vision") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, multiple allergies, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, cystitis, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, diverticulitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, multiple allergies, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils, left= 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: see other relevant tests. Oesophagogastroduodenoscopy - on (B)(6) 2016: gerd. Pregnancy test - on (B)(6) 2010: negative. Smear cervix - on an unknown date: normal. CT (computerised tomogram) abdomen and pelvis no oral contrast with IV contrast revealed descending colon diverticulosis with surrounding inflammatory stranding and diffuse wall thickening, consistent with acute diverticulitis. Small amount adjacent free fluid in the pericolic gutter. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, diverticulitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("painabnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test ". The patient's medical history included cholecystectomy, cholecystectomy and gestational diabetes mellitus. Concurrent conditions included carpal tunnel syndrome, obesity, peripheral neuropathy, dyspepsia, abdominal pain upper, right otitis externa (primary), gerd, abdominal pain, heartburn, numbness in hand (right), conjunctivitis, belly ache (stomach pain in the pit of her stomach), abdominal bloating, menometrorrhagia, uterine cervical squamous metaplasia and obesity. Concomitant products included diphenhydramine hydrochloride and fluticasone propionate (flonase) for multiple allergies as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and medroxyprogesterone acetate (provera). In 2010, the patient experienced tooth disorder ("dental problems: unspecified"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("diminished vision") and eye disorder ("vision / eye problems- type") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary incontinence ("bladder problems or changes: unspecified / bladder or urinary problems or changes incontinence ") and urinary tract disorder ("urinary problems or changes: unspecified"). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) ¿ bladder"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and multiple allergies ("allergic or hypersensitivity reaction - type: allergies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis ("diverticulitis"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with lasix surgery and surgery (total hysterectomy/bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, multiple allergies, urinary incontinence, urinary tract disorder, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, cystitis, visual impairment, weight increased and eye disorder outcome was unknown and the genital haemorrhage, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, diverticulitis, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, multiple allergies, pelvic pain, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils. Left= 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: CT (computerised tomogram) abodomen and pelvis no oral contrast with IV contrast revealed descending colon diverticulosis with surrounding inflammatory stranding and diffuse wall thickening, consistent with acute diverticulitis. Small amount adjacent free fluid in the pericolic gutter.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Oesophagogastroduodenoscopy - on (B)(6) 2016: results: gerd. Pregnancy test - on (B)(6) 2010: results: negative. Smear cervix - on an unknown date: results: normal. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, diverticulitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received event " abdominal pain" was added. Lab data added. Outcome of event "pain" was updated as recovered. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("painabnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test ". The patient's past medical history included cholecystectomy, cholecystectomy and gestational diabetes mellitus. Concurrent conditions included carpal tunnel syndrome, obesity, peripheral neuropathy, dyspepsia, abdominal pain upper, right otitis externa (primary), gerd, abdominal pain, heartburn, numbness in hand (right), conjunctivitis, belly ache (stomach pain in the pit of her stomach), abdominal bloating, menometrorrhagia, uterine cervical squamous metaplasia and obesity. Concomitant products included diphenhydramine hydrochloride (benadryl) and fluticasone propionate (flonase) for multiple allergies as well as diazepam (valium), ibuprofen (motrin), medroxyprogesterone acetate (provera) and vicodin. In 2010, the patient experienced tooth disorder ("dental problems: unspecified"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("diminished vision"), weight increased ("weight gain / loss (specify which one) weight gain") and eye disorder ("vision / eye problems- type"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced incontinence ("bladder problems or changes: unspecified / bladder or urinary problems or changes incontinence ") and urinary tract disorder ("urinary problems or changes: unspecified"). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) ¿ bladder"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and multiple allergies ("allergic or hypersensitivity reaction - type: allergies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis ("diverticulitis") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, multiple allergies, incontinence, urinary tract disorder, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, cystitis, visual impairment, weight increased and eye disorder outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, cystitis, diverticulitis, dyspareunia, eye disorder, fatigue, genital haemorrhage, incontinence, menorrhagia, multiple allergies, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils. Left= 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Computerised tomogram - on (B)(6) 2016: see other relevant tests. Oesophagogastroduodenoscopy - on (B)(6) 2016: gerd. Pregnancy test - on (B)(6) 2010: negative. Smear cervix - on an unknown date: normal . CT (computerised tomogram) abodomen and pelvis no oral contrast with IV contrast revealed descending colon diverticulosis with surrounding inflammatory stranding and diffuse wall thickening, consistent with acute diverticulitis. Small amount adjacent free fluid in the pericolic gutter. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, diverticulitis." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events added from pfs- vision / eye problems- type, cramping. Outcome of event genital haemorrhage were update. Event bladder problems were update to incontinence. Onset date of event menorrhagia, vaginal haemorrhage, multiple allergies, cystitis, tooth disorder, dyspareunia, visual impairment, alopecia, fatigue, weight increased, urinary tract disorder were update. Concomitant disease and drug, age were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('pain abnormal bleeding (general)') and diverticulitis ('diverticulitis') in a 35-year-old female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test." The patient's medical history included cholecystectomy, cholecystectomy and gestational diabetes mellitus. Concurrent conditions included carpal tunnel syndrome, obesity, peripheral neuropathy, dyspepsia, abdominal pain upper, right otitis externa (primary), gerd, abdominal pain, heartburn, numbness in hand (right), conjunctivitis, belly ache (stomach pain in the pit of her stomach), abdominal bloating, menometrorrhagia, uterine cervical squamous metaplasia and obesity. Concomitant products included corticosteroid nos and diphenhydramine hydrochloride for multiple allergies as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin) and medroxyprogesterone acetate (provera). In 2010, the patient experienced tooth disorder ("dental problems: unspecified"), fatigue ("fatigue"), alopecia ("hair loss/ it itches and I get large scabs which I scratch off, which in turn makes large chunks of my hair come off"), visual impairment ("diminished vision") and eye disorder ("vision / eye problems- type") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary incontinence ("bladder problems or changes: unspecified / bladder or urinary problems or changes incontinence") and urinary tract disorder ("urinary problems or changes: unspecified"). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) ¿ bladder"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and multiple allergies ("allergic or hypersensitivity reaction - type: allergies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), pruritus ("it itches and I get large scabs which I scratch off, which in turn makes large chunks of my hair come off"), abdominal pain upper ("random pains in the pit of stomach"), irritability ("I was always irritated, no patience"), anxiety ("I was always anxious"), scab ("I get large scabs which I scratch off") and mood altered ("bad mood"). The patient was treated with lasix surgery and surgery (total hysterectomy/bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, multiple allergies, urinary incontinence, urinary tract disorder, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, cystitis, visual impairment, weight increased, eye disorder, abdominal pain upper, irritability and anxiety outcome was unknown, the genital haemorrhage, abdominal pain lower and abdominal pain had resolved and the pruritus had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, cystitis, diverticulitis, dyspareunia, eye disorder, fatigue, genital haemorrhage, irritability, menorrhagia, mood altered, multiple allergies, pelvic pain, pruritus, scab, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils. Left= 3 coils. The patient states that she is starting to think that pieces were left inside since she is having more symptoms after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: CT (computerised tomogram) abdomen and pelvis no oral contrast with IV contrast revealed descending colon diverticulosis with surrounding inflammatory stranding and diffuse wall thickening, consistent with acute diverticulitis. Small amount adjacent free fluid in the pericolic gutter.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Oesophagogastroduodenoscopy - on (B)(6) 2016: results: gerd. Pregnancy test - on (B)(6) 2010: results: negative. Smear cervix - on an unknown date: results: normal. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, diverticulitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media contents received reporters information added. Events: pruritus, abdominal pain upper, irritability, anxiety, scabs, mood altered added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.